Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix would not extend due to drive shaft lug stuck behind the retraction stop/over-retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant. The lead was initially implanted and did not provide optimal sensing, thresholds or impedance levels. The lead helix was retracted and extended several times with same outcome. On the third attempt, the lead helix would not extend into the tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.